Event description:
Complainant alleged that while attempting to shock a patient (age and gender unknown) at 100 joules via attached electrode pads, the associated device's defib output was out of specification and delivered 132 joules. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.